Event description:
The customer reported a device error, service required message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a device error, service required message. There was no reported pt involvement. A philips field service engineer evaluated the device and found that it powered up with pads cable failure, pacer equipment failure, and device error service required error messages and that the pads ECG signal was noisy. The power pca was replaced to resolve the failure. After passing all performance assurance tests, the device was returned to use. This was a malfunction of the power pca that caused a pads ECG failure in testing.